Event description:
It was reported that the tandem charging cable was damaged and the charging supplies were no longer functional. There was no adverse impact to the customer¿s blood glucose level. The customer service arranged for replacement of the damaged charging supplies via 2-day shipping.